Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarms and were able to complete the rewind process. The customer also reported that the pump did not get a low battery warning before the pump died. Customer¿s blood glucose was 135 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.